Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) was shocked numerous times for an arrhythmia. Attempts to convert the arrhythmia lead to therapy exhaustion. The arrhythmia eventually broke on its own. The patient stated that she had become unconscious during this time. The local field representative (fr) reviewed the rhythm strips with a technical services (ts) consultant. The rhythm was suspected to be either ventricular tachycardia (vt) or atrial flutter with rapid ventricular conduction. A definitive conclusion could not be drawn.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Subsequent information from the local fr indicated that the patient was seen by an electrophysiologist (ep). It was reported that the ep told the patient that the device functioned appropriately and that medication and further ep evaluation was needed. The only reported programming change was an increase in the lower rate limit (lrl) from 60 paces per minute to 70 paces per minute. No adverse patient effects were reported.

Manufacturer narrative:
--